Event description:
On (B)(6) 2012, the patient contacted animas and stated that two days ago the down arrow keypad button was hard to press and today the up arrow button was difficult to press. The patient stated that while they were changing the battery, the buttons became unresponsive. The patient reported no damage to the keypad and no evidence of moisture in the pump. The pump was reportedly worn in a pocket and cleaned with a dry q-tip. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned with a tear next to the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up and down arrow keypad buttons were found to be intermittently unresponsive and required excess force to elicit a response. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.